Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The locking screws were returned for evaluation and found to be conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs and interoperative photos were provided, however, the image quality was too poor to provided sufficient analysis for investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00235905036; lot# 62910256; 3.5 mm cannulated locking screw 50 mm length. Item# 00235902835; lot# 64264551; 3.5 mm locking screw 28 mm length. Item# 00235904536; lot# 64494587; 3.5 mm cannulated locking screw 45 mm length. Item# 00235904536; lot# 64793583; 3.5 mm cannulated locking screw 45 mm length. Item# 00235903035; lot# 64661162; 3.5 mm locking screw 30 mm length. Item# 00235800106; lot# 63754197; proximal lateral humeral plate right 6 holes 114 mm length. Report source: foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00226, 0001822565-2021-00227, 0001822565-2021-00228, 0001822565-2021-00230, 0001822565-2021-00231, 0001822565-2021-00232.

Event description:
It was reported that the patient underwent an initial surgery and had a proximal humeral plate implanted and had postoperative pain. Subsequently, patient was revised because all the locking screws loosened and backed out and one cannulated screw was fractured. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.